Event description:
A patient was implanted with a tfn on (B)(6) 2011. Subsequently, the patient complained of pain and was returned to the or on (B)(6) 2012. All hardware was removed and no additional hardware was implanted. This report is number 1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.